Event description:
Vascular stapler was used in the liver transplant procedure. During the removal of the pt's liver, the device was employed in the ligation of the inferior vena cava which resulted in the cutting of the vessel but the device did not staple the vessel. This resulted in bleeding and subsequent air embolism to the pt's heart. After some difficulty, the pt was stabilized and the procedure then proceeded and was completed.